Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/ essure tubal with failure to occlude right tube'), device dislocation ('migration/the right occlusion device is in the cul-de-sac and not within the tube') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 678814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain management, heavy periods, menses lack of, nulliparous, dysfunctional uterine bleeding, dysmenorrhea, back pain, intervertebral disc bulging, hysteroscopy, tubal ligation and central nervous system lymphoma (surgery). Concomitant products included medroxyprogesterone acetate (depo provera) for contraception, oxycodone hydrochloride;paracetamol (percocet) for pain as well as diphenhydramine citrate;ibuprofen (motrin pm). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). At the time of the report, the perforation, device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: pertinent history: failure of right (rt) tube to occlude with essure. Second procedure to sterilize. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in february 2010: result: left occluded by essure and confirmed. Right side was not placed correctly; on 14-may-2010: impression: the right tube is not occluded. The essure device on the right is outside the tube and may be within the cul-de-sac. The left tube appears occluded by the essure device. The results of the examination were discussed with dr. At the conclusion of the study.; on 27-oct-2010: failure of right (rt) tube to occlude with essure. Pregnancy test - on 06-jan-2010: serum : result: negative. Pregnancy test urine - on 27-oct-2010: negative. Concerning injuries reported in this case the following one was described in patient medical records: genital haemorrhage quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation/essure tubal with failure to occlude right tube"), device dislocation ("migration/the right occlusion device is in the cul-de-sac and not within the tube") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 678814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain management, heavy periods, menses lack of, nulliparous, dysfunctional uterine bleeding, dysmenorrhea, back pain, intervertebral disc bulging, hysteroscopy, tubal ligation and central nervous system lymphoma (surgery). Concomitant products included medroxyprogesterone acetate (depo provera) for contraception, oxycodone hydrochloride; paracetamol (percocet) for pain as well as diphenhydramine citrate;ibuprofen (motrin pm). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). At the time of the report, the perforation, device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: pertinent history: failure of right (rt) tube to occlude with essure. Second procedure to sterilize. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: result: left occluded by essure and confirmed. Right side was not placed correctly; on (B)(6) 2010: impression: the right tube is not occluded. The essure device on the right is outside the tube and may be within the cul-de-sac. The left tube appears occluded by the essure device. The results of the examination were discussed with dr. At the conclusion of the study. On (B)(6) 2010: failure of right (rt) tube to occlude with essure. Pregnancy test - on (B)(6) 2010: serum: result: negative. Pregnancy test urine - on (B)(6) 2010: negative. Concerning injuries reported in this case the following one was described in patient medical records: genital haemorrhage. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.